Event description:
It was reported that during a revision procedure (related manufacturer reference number: 3006705815-2024-08561 and 3006705815-2024-08561) on (B)(6) 2024 the patient lost sensory response on the left side. As such, the case was aborted and everything was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.